Event description:
I had foot surgery and was given a boot to wear afterwards. The bottom kept peeling off the boot and I took it back to the surgery center where I rec'd it from. They would not take it back or give me info on how to get another boot. Now the company is trying to bill me for the damaged boot. I could have fallen and hurt myself badly if I kept wearing the boot. I would like the FDA to investigate the company that manufactured this boot. Dates of use: one week, 2008. Diagnosis or reason for use: to wear this boot after having foot surgery.